Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, with cracked case at the display window corner, cracked reservoir tube lip, cracked case and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's display was cracked after the device was dropped. The caller reported that the insulin pump was attached to the infusion set and hit the ground. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced but did not return the device for analysis.